Event description:
The facility reported an infusion pump with a failure code 538. The facility representative stated they have no record of any patient incidents since the last baxter service event. Although infromation was requested, no information was available regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use.